Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. It was noted that the ins never helped with symptoms and it had made it worse for pt. The patient had ms. The patient was last seen by the doctor (B)(6) 2013. This doctor was no longer with the hospital. The patient was in the hospital for 5 days because she couldn't keep anything down in her stomach. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: this reporter noted that the patient did have 1 appointment with the doctor and at that appointment the patient was reprogrammed. The patient had been out of the hospital for 6 weeks but was readmitted last night ((B)(6) 2013) due to excessive vomiting, to help control the vomiting but also get IV hydration. The reporter was going to call the doctor today to inform her of the recent admission. Regarding if the doctor felt like the device was malfunctioning in any way, the reporter noted that they didn't blame the device. The patient had a history of ms and this had been an issue since that diagnosis. They had hoped the stimulator would help the stomach move contents along. Regarding if the doctor had further plans for the patient, the reporter stated there were plans for an upper gi study in november, date was not known. It was also reported that a loss of therapeutic effect was noted. The patient had been hospitalized last night ((B)(6) 2013 ) due to pain at implant site and inability to keep food down with nausea and vomiting. The patient's symptoms began 4 days ago. This reporter was not aware of any reprogramming that had been done. No falls or trauma to this reporter's knowledge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the cause of the event was hospital admission due to nausea and vomiting and abdominal pain. Regarding if the event was attributed to the device components it was noted as n/a. Regarding any surgical intervention with the device components it was noted "no". Reprogramming was noted. Hospitalization required was noted no. Patient outcome was noted as death. Cause of death was noted as drug overdose and secondary hypoxia. Date of death was (B)(6) 2013. Other information noted was that this reporter did not know the patient (B)(6) 2011. Last month the patient was admitted to the hospital for nausea and vomiting. Per records, the patient took a fatal overdose of medications.